Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted multiple loss of prime alarms with multiple cartridges. The reporter stated there was no trauma or damage to the cartridge compartment. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/12/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/27/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed a loss-of-prime alarm. The pump was able to successfully complete the prime sequence, successfully bolus, and successfully complete a 24-hour exercise test without issue, alarm, or warning. The force sensor was found to be calibrated within specification. Unrelated to the complaint, a battery compartment crack was discovered during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.